Event description:
A pt who has had more than 15 treatments with bovine collagen over several years experienced redness, swelling and induration after the most recent exposure to the product. The physician diagnosed hypersensitivity and administered oral and intramuscular prednisone.